Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient was calling to order adhesive discs. They had to charge three times more often and were scheduled to have the ins replaced around (B)(6). They noted that this was a gradual change and that it was because their ins was nearing depletion as was expected. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the hcp was updated and they had not received any new updates from the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider, manufacturer's representative and the consumer. It was reported that the patient wasn't getting a full charge. Their battery level didn't go all the way up when they charged and it "just shuts down". The patient had to charge four times per day and they told their healthcare provider a couple of months ago that they noticed "it started getting weak"- they explained that this meant that they needed to charge their ins four to five times per day and the battery level didn't go up all the way. They used to charge once per day and the charge would last until the next morning. The patient was told the device would last for 10 years when they had it implanted. Then they were told the ins would last for 9 years and 8 months. Another representative told them to start getting concerned when the ins got close to 50%. The patient was going to have their ins replaced with a new system on (B)(6) 2018 because the patient was charging too often. The patient stated that when they initially received their ins it charged completely and when it worsened the ins would deplete in six to seven hours, then five to six hours and now it was depleting in three hours. Regarding what circumstances led to the recharging issues the patient indicated that nothing had changed since the patient began feeling the effectiveness of the equipment. The patient has been fairly active since about 6 months after installation; programming has always been the same. The patient is scheduled to have the battery replaced. No further complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that patient is charging too often (every 7 hours). It was reported the patient that the patient has some sort of "jump start" some time ago it is unclear it that means an "overdischarge" or discharged battery. Therapy impedances were checked and b1 = 287 ohms, b2 = 368. The rep could not use their 8840 to check recharge statistics at the beginning of the call due to the ins being dead. Only two days' worth of data: the battery is showing discharge down to approximate 25% and charging up to 75-90% full in approximate 50 min. Based on settings provided and estimate calculated, there still seems to be an issue as the two values do not match. This may suggest that an overdischarge may have occurred. Reviewed to decrease electrodes on either program that would still provide the patient the coverage he needs. The rep reduced program 1 to 3 contacts but therapy impedance did not come up much. Reviewed to check all impedances, specifically looking for values that are low and try to analyze recharge statistics. Recharge calculation estimate provided based on the following settings: b1: 5.7 v, 240 pw, 85 hz, 287 ohms (1 anode, 3 cathode) b2: 4.4 v, 180 pw, 85 hz, 368 ohms (1 anode, 2 cathode) used 24 hrs/day. Bol: 3.91 days eol: 3.21 days changed 3 of electrodes on b1, recharge estimate is b1: 327 ohms, b2: 371 ohms bol: 4.20 days, eol: 3.46 days. No further complications were reported. No additional patient symptoms were reported.